Event description:
Information was received indicating that a smiths medical cadd solis vip pump had low audio volume even on high setting. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Investigation found low / no audio volume. Both front and back piezo were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 27/jan/2022: no patient involvement. Event occurred during testing. H6: event problem and evaluation codes: updated after additional information received.